Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. The reporter indicated the patient had eye aches. Patient code: 3191 - eye aches. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -10.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to patient discomfort. The lens was not exchanged for another lens.